Event description:
It was reported that (2) al326 were used during a lap cholecystectomy procedure. It was reported by the rep that the instrument misfired and jammed. Finished the case with another instrument and there was no consequence to pt.